Event description:
A report was received per social media that the patient's lead had slipped to the right causing pain. The patient underwent an explant procedure. No further information could be obtained.